Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It has been reported that the licox catheter displayed "faulty catheter" reading after initially functioning properly. The catheter was removed and monitoring was discontinued.